Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen (2000 mcg/ml at 869.8 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, it was reported that the pump was empty. The reporter was called as a referral to do the pump refill at home, but the reporter was not certain they were comfortable doing it because of the empty reservoir. The patient was in hospice. The reporter had no details as she had just received a call about it and had not seen the patient, but thought that the pump reservoir should have been empty a few days ago. The patient had an 87 day refill interval and the low reservoir alarm was programmed to 2 cc, but it had been 108 days since the last refill. It was unknown by the reporter if the pump alarms were heard or if the patient had withdrawal symptoms. The patient was on oral baclofen. The drug lot number and therapy dates, the patient's pertinent medical history, troubleshooting related to the empty pump, the cause of the empty pump, symptoms related to the event, and the actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.